Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken of circuit board. If additional information becomes available, this report will be supplemented.

Event description:
The power of the device turned off automatically during use. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.